Manufacturer narrative:
Technician found the brake casters worn. Technician replaced the brake casters to resolve the issue.

Event description:
Technician alleged that the brake casters no longer hold when the brake is set. No pt impact.